Event description:
Consumer complaint of low blood glucose results. Lowest result in memory was 52mg/dl. Caller states his glucose is normally 100mg/dl fasting. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report #(B)(4).